Event description:
Caller reported that pump became hot to touch. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.